Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. Corrected fields: d10 (added therapy date) e3 (added occupation " nurse") missed in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user did not read instruction for use (IFU) carefully, incorrectly managed water filter replacement and used the filter even after its replacement period has expired. The event can be detected/prevented by following the instructions for use which state: oer-elite "chapter 8 replacement of consumable items -8.4 replacing the water filter (maj-824 or maj-2318) -to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. -warning ·replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. In case you find abnormality of the device such as leakage and/or damage, please stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit you for observation and training." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the endoscope was incorrectly reprocessed. The scope was reprocessed using an endoscope reprocessor, where the internal air and water filters had not been replaced since the date of install. There were no reports of patient harm.